Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during infusion after 6-12 hours of infusion. The device was filled with a solution of 2900 mg of fluorouracil, 1 mg of hs (dbl) in sodium chloride 0.9%. This condition interrupted therapy. There was patient involvement, however there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a ruptured reservoir was confirmed via photographic evaluation. The root cause was determined to be a manufacturing defect. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. Additional information: this issue is being investigated through CAPA.